Manufacturer narrative:
Analysis confirmed the reported shut down; link electronic module (lem) printed circuit board assembly found out of electrical specification. Analysis could not confirm the reported telemetry issue. Analysis found the display overlay/bezel assembly was cracked and the left display hasp was broken.

Event description:
It was reported that the programmer was unable to interrogate devices. Multiple radio frequency (rf) headers were attempted but the programmer could not power on, constantly cutting out at random intervals and remains inanimate for a period of time. Multiple outlets were attempted with the same result. The programmer and rf head were returned for service. There was no patient involvement.